Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the implantable cardioverter defibrillator was prophylactically explanted and replaced on (B)(6) 2019 due to being on advisory. The patient was stable before, during, and after the procedure.